Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ pyxis es - single patient not crossing from meditech to smscpedpx1 a review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order entered was not crossing over. A technical support specialist resolved the issue remotely. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medstation es system was not allowing to pull 1000mg, only 500mg. The order was entered but did not cross over properly. The system prompted removal of 1 bag from the pyxis machine, while the server displayed an order for 2 bags. The patient received only one bag of medication but is supposed to receive two. There were no adverse events or injuries reported based on this incident.